Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number:1627487-2023-05550. Related manufacturer reference number:1627487-2023-05552. It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced with new one, restoring therapy.

Manufacturer narrative:
Dat of event is estimated. The UDI could not be provided because this device was manufactured prior to being assigned a UDI number.